Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092467) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 761435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhoids ("hemorrhoids"), insomnia ("insomnia"), migraine ("migraines") and pollakiuria ("urinary frequency"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemorrhoids, insomnia, migraine and pollakiuria outcome was unknown. The reporter considered haemorrhoids, insomnia, migraine, pelvic pain and pollakiuria to be related to essure. The reporter commented: serious injury criteria were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092467 on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 761435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhoids ("hemorrhoids"), insomnia ("insomnia"), migraine ("migraines") and pollakiuria ("urinary frequency"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemorrhoids, insomnia, migraine and pollakiuria outcome was unknown. The reporter considered haemorrhoids, insomnia, migraine, pelvic pain and pollakiuria to be related to essure. The reporter commented: serious injury criteria were reported, but not specified and/or assigned to one of the events. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 03-feb-2020. The most recent information was received on 16-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 761435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower and postmenopausal bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhoids ("hemorrhoids"), insomnia ("insomnia"), migraine ("migraines"), pollakiuria ("urinary frequency"), postmenopausal haemorrhage ("postmenopausal bleeding") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal hysteroscopy with possible d and c). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemorrhoids, insomnia, migraine, pollakiuria, postmenopausal haemorrhage and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and postmenopausal haemorrhage with essure. The reporter considered haemorrhoids, insomnia, migraine, pelvic pain and pollakiuria to be related to essure. The reporter commented: serious injury criteria were reported, but not specified and/or assigned to one of the events. Lot number: 761435 manufacture date: 2010-07 expiration date: 2013-07. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "postmenopausal haemorrhage and abdominal pain lower". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: medical record received. Events "postmenopausal haemorrhage and abdominal pain lower". Patient demographics and reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.